Event description:
The patient reported that, while trying to place a new cartridge in his insulin infusion device, "the black rubber stopper just collapsed" which caused 315 units of insulin to spill inside of the cartridge compartment. The patient stated that the black stopper became stuck to the bottom of the piston rod. He stated he was able to remove the cartridge from the piston rod. During troubleshooting, the patient stated the black rubber stopper of the cartridge "fell out of the bottom". The patient was using an expired cartridge. The product was requested to be returned for evaluation. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue.